Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The medtronic representative found the uninterruptible power supply (ups) required replacement. After replacing the ups the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that the mobile view station (mvs) was continually beeping. There was no patient present when this issue was identified.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Investigation confirmed reported complaint, "mvs beeping." The ups powered on with returned batteries. The "replace batt" light came on. The returned batteries would not charge. Installed new batteries and charged for at least 6 hours. Performed 5 minute load test. Passed 5 minute 26 seconds. Recharged new batteries for at least 6 hours. Ups was found to be functional. Returned batteries would not hold charge or charge. The hardware investigation found that reported event was related an electrical failure due to batteries would not hold a charge.